Event description:
Event was reported to caldera medical by an attorney. The patient has suffered pain, mesh has eroded into organs, feces comes out of vagina, recurrent urinary incontinence, continual urinary tract infections resulting in weakness and loss of muscle control. No further information has been provided.